Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 38-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included submucous leiomyoma of uterus, c-section in 2005, cholecystectomy in 2010, septoplasty on (B)(6) 2012, tonsillectomy on (B)(6) 2012 and cystoscopy. Concurrent conditions included anemia, apnea, depression, enlarged thyroid, fibroids, irritable bowel syndrome, vertigo, hematuria, uti, uterine bleeding, iron deficiency anemia, vertigo and anesthesia. Concomitant products included bupropion (wellbutrin), doxycycline (vibramycin [doxycycline]), ferrous sulfate, fluconazole (diflucan), phentermine and sertraline. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 15 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), feeling abnormal ("brain fog") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and uterine pain ("uterus pain"). The patient was treated with surgery (total vaginal hysterectomy) and surgery (underwent a hysterectomy to remove essure devices.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, feeling abnormal, vaginal discharge and uterine pain outcome was unknown and the abdominal pain, dysmenorrhoea, menstrual disorder and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, feeling abnormal, menorrhagia, menstrual disorder, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events menorrhagia,depression, anemia, anxiety, sleep apnea,vaginal discharge. Most recent follow-up information incorporated above includes: on 6-mar-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added. Events abnormal bleeding (vaginal), menorrhagia), brain fog, pain, vaginal discharge were added. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included submucous leiomyoma of uterus, c-section in 2005, cholecystectomy in 2010, septoplasty on (B)(6) 2012, tonsillectomy on (B)(6) 2012 and cystoscopy. Concurrent conditions included anemia, apnea, depression, enlarged thyroid, fibroids, irritable bowel syndrome, vertigo, hematuria, uti, uterine bleeding, iron deficiency anemia, vertigo and anesthesia. Concomitant products included bupropion (wellbutrin), doxycycline (vibramycin [doxycycline]), ferrous sulfate, fluconazole (diflucan), phentermine and sertraline. On (B)(6) -2013, the patient had essure inserted. On (B)(6) 2013, 15 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), feeling abnormal ("neurological condition or problem -brain fog") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and uterine pain ("uterus pain"). The patient was treated with surgery (total vaginal hysterectomy) and surgery (underwent a hysterectomy to remove essure devices.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia and vaginal discharge had resolved and the vaginal haemorrhage, feeling abnormal and uterine pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, feeling abnormal, menorrhagia, menstrual disorder, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events menorrhagia,depression, anemia, anxiety, sleep apnea,vaginal discharge. Most recent follow-up information incorporated above includes: on 21-jun-2018: reporter information was added. Pfs received. Updated events outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 38-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included submucous leiomyoma of uterus, c-section in 2005, cholecystectomy in 2010, septoplasty on (B)(6) 2012, tonsillectomy on (B)(6) 2012 and cystoscopy. Concurrent conditions included anemia, apnea, depression, enlarged thyroid, fibroids, irritable bowel syndrome, vertigo, hematuria, uti, uterine bleeding, iron deficiency anemia, vertigo and anesthesia. Concomitant products included bupropion (wellbutrin), doxycycline (vibramycin [doxycycline]), ferrous sulfate, fluconazole (diflucan), phentermine and sertraline. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 15 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), feeling abnormal ("brain fog") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and uterine pain ("uterus pain"). The patient was treated with surgery (total vaginal hysterectomy) and surgery (underwent a hysterectomy to remove essure devices.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, feeling abnormal, vaginal discharge and uterine pain outcome was unknown and the abdominal pain, dysmenorrhoea, menstrual disorder and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, feeling abnormal, menorrhagia, menstrual disorder, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events menorrhagia,depression, anemia, anxiety, sleep apnea,vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added. Events abnormal bleeding (vaginal), menorrhagia), brain fog, pain, vaginal discharge were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and menorrhagia ("prolonged menses"). The patient was treated with surgery (underwent a hysterectomy to remove essure devices.). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.